Manufacturer narrative:
Correction: this was determined to be a duplicate event already reported under 2134265-2020-11088.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. At the 1-year follow-up transesophageal echo (tee), residual blood flow around the device was noted. Thrombus was also observed on the surface of the device on the atrial side. No additional information is known at this time.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. At the 1-year follow-up transesophageal echo (tee), residual blood flow around the device was noted. Thrombus was also observed on the surface of the device on the atrial side. No additional information is known at this time.